Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump was received with missing end cap sticker, cracked case on the display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 162mg/dl. No additional information was provided.